Event description:
It was reported that during the catheter revision (see manufacturer report number 3004209178-2014-18314 regarding catheter revision) the pump was also replaced. The pump had been empty for 11-12 days so the hcp (healthcare provider) decided since he was in there to go ahead and also replace the pump. The patient experienced increased tightness and pain but the reporter did not know when the symptoms began. The patient was put on oral baclofen so the patient would not go through withdrawal. Per the reporter the revision was successful and ¿everything¿ went well. The patient had no symptoms and was ¿fine¿.

Event description:
The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was on oral baclofen. There was an audible empty reservoir alarm occurring as the patient had cancelled the surgery twice and never had his pump refilled during this waiting interval as he said he was waiting to get the catheter fixed. (See manufacturer report #3004209178-2014-18314). Additional patient symptoms were increased tone and stiffness, upper/lower extremities had decreased mobility, decreased ambulation, and decreased right upper extremity function. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Patient history was now added that had been omitted from the previous report filed.